Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient with an external neurostimulator (ens) for urge incontinence and fecal incontinence. The trial started on (B)(6) 2018. The patient stated that the patient was taken to the emergency room and received some medication. It was stated when they were having the lead implanted she suffered a lot of shoulder pain. It was mentioned that the patient had also suffered from a stroke 4 years prior with damage to her left side. Additional information received from patient¿s husband indicated that they thought she may have uti. They were going to see their doctor on friday. No further complications were anticipated/reported at.